Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd has been provided with photos for catalog 301500 lot 190502 to investigate for this record. Visual examination of the photos shows the "inner box" without label content. As a result, bd was able to verify the reported issue. The labels are printed and stuck "in line" in the secondary packaging machine. The variable information (lot number and expired date) is printed in a "blank" label (pre-printed with the needle size, color identification and bar codes); the label is stuck on the shelf cartons and introduced in the shipping case: all these steps are done automatically. Bd has an automatic detection system of the primary and secondary barcodes bd print on-line in the secondary packaging machine. So that, a reader allows to verify correctness of 100% of the pre-printed shelf carton and reject the shelf cartons with absence of label. The performance of this reader is challenged every 8 working hours. The cause of the problem could be related with a temporary failure in the label feeder in which reported shelf carton went through line without label, it was rejected but operator did not segregate the affected material properly. Considering this is the first time this lot has been reported for this defect, our manufacturing facility was alerted raising awareness on the production floor in order to pay more attention to this matter. No additional corrective actions are required at this time. Investigation conclusion: the labels are printed and stuck "in line" in the secondary packaging machine. The variable information (lot number and expired date) is printed in a "blank" label (pre-printed with the needle size, color identification and bar codes); the label is stuck on the shelf cartons and introduced in the shipping case: all these steps are done automatically. In addition, we have an automatic detection system of the primary and secondary barcodes we print on-line in the secondary packaging machine. So that, a reader allows to verify correctness of 100% of the pre-printed shelf carton and reject the shelf cartons with absence of label. The performance of this reader is challenged every 8 working hours. The cause of the problem could be elated with a temporary failure in the label feeder in which reported shelf carton went through line without label, it was rejected but operator did not segregate the affected material properly. Based on all the preventive measures and our stringent sampling procedures, we are certain that this has been an infrequent issue and any recurrence is unlikely. Root cause description: possible improper human performance. Rationale: bd can ensure that the probability of finding this kind of defect is an infrequent issue and any recurrence is unlikely in our products. Although review needle DHR showed no indication of the alleged defect and this is the first time this lot is reported for this defect, our manufacturing facility was alerted of your experience, raising the awareness on the production floor in order to pay more attention to this matter.

Event description:
It was reported that the packaging is missing information with a bd microlance¿ 3 needles. The following information was provided by the initial reporter: we have received the needles, and the packaging has no information about the product.